Manufacturer narrative:
(B)(4). This is a report of use error, where therapy was initiated prior to the patient being connected, resulting in a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the end of the patient line during peritoneal dialysis therapy on the homechoice. The patient was not connected at the time of the event. The customer reported that they had left while the machine was priming, but they had started therapy without connecting by mistake. There was no patient injury or medical intervention reported. No additional information is available.